Manufacturer narrative:
Implanted date: device was not implanted the actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file didn't find similar reports with the involved product code/lot# combination.

Event description:
The user facility reported that bypass tube was already detached. The following information was provided by the user facility: when the angio-seal poly-foil pouch was opened, the bypass tube was already detached from the carrier tube tip. The device was not used and another angio-seal device was used to continue the hemostasis procedure. The physician had completed the training process on the device prior to this case. The pouch was opened on a clear and flat surface all the way from the arrow side to the end. There was no obstacle to open the pouch. The bypass tube was left in the pouch. The device was not used and another angio-seal device was used to achieve hemostasis. It was reported that there was no health damage to the patient.